Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the european journal of orthopaedic surgery & traumatology, titled ¿treating cuff tear arthropathy by reverse total shoulder arthroplasty: do the inclination of the humeral component and the lateral offset of the glenosphere influence the clinical and the radiological outcome?". The study reviewed twenty-one (21) patients who underwent reverse total shoulder arthroplasty (rtsa) to address cuff tear arthropathy, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, one (1) patient underwent revision. Source: holschen m, kiriazis a, bockmann b, schulte tl, witt k-a, steinbeck j. Treating cuff tear arthropathy by reverse total shoulder arthroplasty: do the inclination of the humeral component and the lateral offset of the glenosphere influence the clinical and the radiological outcome? European journal of orthopaedic surgery & traumatology. 2022:1-9.